Event description:
It was reported that the implantable neurostimulator (ins) "never worked" and had never helped with the patient's pain despite reprogramming. The patient's previous ins worked, but this one did not work. The patient was never without pain and his hands and chest were blue.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2004, explanted:, product typ: extension; product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2004, explanted:, product typ: extension; product ID (B)(4), serial# (B)(4), product typ: programmer, patient; product ID (B)(4), lot# lb5885, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product typ: accessory; product ID (B)(4), lot# j0437052v, implanted: (B)(6) 2004, explanted:, product typ: lead; product ID (B)(4), lot# j0401881v, implanted: (B)(6) 2004, explanted:, product typ: lead. (B)(4).